Manufacturer narrative:
The reported event, of the system monitor the display not working and unresponsive to touch, was not confirmed when the unit was checked by technical service. The system monitor operated properly. Per the customer¿s request, the system monitor software was re-loaded onto the unit. The system monitor was tested and returned to the customer. No further information was provided. The patient remains ongoing on the device. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a2: corrected , section d1 (brand name): corrected, section d2b: corrected, section d4 (model number): corrected, section d4 (catalog number): corrected, section d4 (lot number): corrected, section d4 (UDI number): corrected, section d8: corrected, section d9: corrected, section e1 (reporter phone number): corrected, section g2: corrected, section g4 (PMA#): corrected, section h1: corrected, section h4: corrected, section h8: corrected. Additional information to the manufacturer's investigation conclusion: a corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. The system monitor (part number 101214) was built in jul2015. The packaged system monitor (part number 1286a) was placed into inventory on 17aug2015. The unit was shipped to the customer on (B)(6) 2016. No previous services. The software on the system monitor was ver 7.32 (from the software version label on the back of the returned unit.) Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU) (setting up the system monitor for use with the power module). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The system stop event is being addressed under MFR # 2916596-2019-04135. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a heartmate 3 left ventricular assist device (lvad) on (B)(6) 2019. It was reported that when a nurse pressed the settings button on the system monitor, the screen became distorted, with multicolor lines across the screen. The nurse was unable to press any buttons. The history log later showed a pump stop that occurred at the same time. Technical services reviewed the log files and observed that the pump stop command on the system monitor was activated for approximately 3 seconds. No further information was provided.